Manufacturer narrative:
Evaluation in progress.

Event description:
It was reported that during a surgical procedure at the user facility the device was leaking. No medical intervention, no adverse consequences and no delay were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device was leaking. No medical intervention, no adverse consequences and no delay were reported with this event.

Manufacturer narrative:
Only the blood bag was returned. Using water, a leak was detected in the blood bag, near the ports area. Upon further inspection a hole was observed in the leak area. Bag was opened and damage area was produced from the inside of the bag to the outside. Therefore, the claimed leak condition was confirmed.